Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00027. It was reported that the patient never had effective stimulation. The patient was programmed 5 times without success. Impedances were checked and were in the normal range. The system was explanted on (B)(6) 2018.